Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was in end of life (eol) and provided inappropriate pacing on a t-wave. As a result, the patient experienced ventricular fibrillation (vf). An external shock was required. No additional adverse patient effects were reported. This device was explanted and replaced due to normal battery depletion. At this time, this device has not been returned to boston scientific for further analysis.

Manufacturer narrative:
This pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker was in end of life (eol) and provided inappropriate pacing on a t-wave. As a result, the patient experienced ventricular fibrillation (vf). An external shock was required. No additional adverse patient effects were reported. This device was explanted and replaced due to normal battery depletion. At this time, this device was already returned to boston scientific for further analysis.